Manufacturer narrative:
Batch review performed on 17 october 2018. Lot 176158: (B)(4) items manufactured and released on 05 january 2018. Expiration date: 2022-12-13. No anomalies found related to the problem. To date: (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient came in due to signs of infection 6 months after primary. The surgeon examined the patient and indeed confirmed the infection. The pathogen was found to be s. Aureus. The surgeon performed a poly exchange with a wash out. The surgery was completed successfully.